Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, urinary/bowel problems, and other problems. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/18/2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent laparoscopic takedown of sacrocolpopexy mesh, removal of vaginal portion of mesh, sacrospinous ligament fixation, posterior repair and cystoscopy on (B)(6) 2013 for back pain, pelvic pain and history of sacrocolpopexy. No additional information was provided.